Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reports that the nutrient leaked from the bag.

Manufacturer narrative:
A device history record could not be reviewed since the lot number was not provided. One sample was received outside of its original package. The sample was visual and functional inspected. During the functional inspection a leak was detected between the connection of tubing line and the bag. The customer also provided a photo showing the leaking. The reported condition will be treated as confirmed related to manufacturing/production process. The root cause and action plan will be documented through a formal corrective/preventative action which has been initiated to address the reported condition to mitigate any further occurrences. This action is currently ongoing. This complaint will be closed with no further action and will be used for tracking and trending purposes.